Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified de novo lesion in the left anterior descending artery. Following pre-dilatation with an unspecified 2.0x12mm non-compliant (nc) balloon at 12 atmospheres (atms) and 14 atms, a 2.75x38mm xience prime stent was deployed at 10 atms. Post-dilatation was performed with an unspecified 3.0x12mm nc balloon at 16 atms; however, post that a distal edge dissection was noted. A 2.75x23mm xience v stent was used to successfully cover the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.